Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced similar events of leakage with two infusion sets after being used for 9-12 hours. The infusion set tubing was leaking at site. Patient's blood glucose at the time of event was 16 mmol/l. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2024-21992. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6003150 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidelines for test of reference samples buid-umd version 11 for the code: leakage from connection between the tubing connector and the infusion set (cannula part/base piece) complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot has been requested. The following test was performed: visual test according to with work instruction version 43 and version 39 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to with work instruction version 10 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. Functional test 2 according to with work instruction version 25 test on returned unused/used/reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6003150 was manufactured according to the document version 68 on the packing process in the line 4, on 05/sep/2023., with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. Conclusion summary of the related event: as a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.